Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported upon the start of treatment with a prismaflex m100 set, blood leakage was observed from the top of the filter. It was reported a loose connection from the top of the filter was observed. Additionally, it was reported the blood header port was separated from the filter-screw connector. Treatment was discontinued, then restarted with a new prismaflex m100 set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, however a picture of a non-involved set was provided to show where the separation was. Based on the information provided, the screwed connector of the return line was disconnected from the filter. The cause of the disconnection of the return line was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.